Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was received for analysis two unopened samples of product code z451, lot pe5837. The complaint sample was not received. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage of suture post-op was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-90952, 2210968-2019-90954, and 2210968-2019-90957. Analysis results have been included in follow-up reports for each. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were both lots pgk288 (quantity 1 )& pe5837 (quantity 1) used in each of the 3 procedures? Note: events reported in 2210968-2019-90951, 2210968-2019-90952, 2210968-2019-90953, 2210968-2019-90954, 2210968-2019-90956, and 2210968-2019-90957.

Event description:
It was reported that an animal underwent an unknown surgical procedure on (B)(6) 2019 and suture was used. Less then five days post-op, it was found that the had already broken down and had partly dissolved.